Event description:
An altitude alarm was reported on the pump, and although the customer's blood glucose level was not disclosed, there was no adverse impact noted. The customer's insulin delivery was interrupted due to the alarm, and technical support instructed the customer to clean the pump¿s speaker holes and attempt several troubleshooting steps, including reconnecting the cartridge, which did not resolve the issue. The pump was operating within the validated altitude range, and despite efforts, the alarm persisted. Technical support decided to replace the pump and cartridge, and the customer was advised to use multiple daily injections as a backup insulin therapy. The customer was instructed on how to return the faulty unit using a pre-paid label.